Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/14/2020. A manufacturing record evaluation was performed for the finished device pg2777, and no non-conformances were identified. Additional h3 device evaluation summary: upon visual inspection of the pictures, a needle with the tip broken could be observed. A suture needle was submitted for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested and the following was obtained: patient details are as follow; female, 48yrs old; surgical history ¿ lscs 3x, thyroid operation; weight - 53kg; height ¿ 153cm. No hypertension/diabetic/heart disease/asthma/epilepsy. What instruments were used to grasp the needle? Medicon needle holder 17cm, tip 3/4cm. Attached herewith the needle holder¿s photo. Where was the needle grasped during use? 2/3 from the swaged needle. On what tissue was the suture used? Peritoneum layer. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. Were x-rays performed to localize the needle fragment? Yes. But they cannot find the needle. Is the needle piece retained in the patient tissue? Suspected. They cannot find the needle. In patient body after screening. They said the needle length become 0.3 mm shorter than original needle length. If the piece was retained, where is the piece located/in what structure? Unknown. Cannot find the broken piece, but they found the needle length become shorter. If retained, were there any patient consequences? So far patient is still ok. No complicated yet. Patient status (e.g discharged, still hospitalized etc)? Discharged.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2777, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What instruments were used to grasp the needle? Where was the needle grasped during use? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were x-rays performed to localize the needle fragment? Is the needle piece retained in the patient tissue? If the piece was retained, where is the piece located/in what structure? If retained, were there any patient consequences? Patient status?

Event description:
It was reported that the patient underwent tahbso surgery on (B)(6) 2019 and suture was used. The needle broke when surgeon tried to pass the needle through peritoneum layer during the surgery. They suspected 0.3 mm needle length was left inside the patient's body, a detailed scan was performed, yet the needle could not be found. It was reported that the procedure was completed successfully. There were no adverse patient consequences reported. As of (B)(6) 2019, the needle tip was still not found. Additional information has been requested.